Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that he experienced an inaccuracy in cgm readings during an extreme low (cgm 79 mg/dl, bg 35mg/dl). Pt had low alert set at 80 mg/dl and reported that he did not hear the alarm. Pt reported that he had a seizure and that paramedics were called. Paramedics administered glucagon, and pt recovered. Pt was fine at the time of his call to dexcom technical support.